Event description:
Caller alleging high inratio value. On (B)(6) 2013, inratio: 3.7, lab: 2.57. Time between testing 15 minutes. Pt's therapeutic range 2.7 - 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: meter = 3.7, reference = 2.57, mean = 3.14, confidence limits = 1.9 - 4.6. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Corrective action not required at this time. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending.